Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stenosis in the left common bronchus during a bronchoscopy procedure performed on (B)(6) 2021. During the procedure, the stent was partially deployed inside the patient; however, the physician noticed that the stent metal wire was deformed at the lower edge of the distal stent. The stent was removed from the patient partially deployed with the delivery system and a different stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on august 19, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stenosis in the left common bronchus during a bronchoscopy procedure performed on (B)(6) 2021. During the procedure, the stent was partially deployed inside the patient; however, the physician noticed that the stent metal wire was deformed at the lower edge of the distal stent. The stent was removed from the patient partially deployed with the delivery system and a different stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent material deformation. Block h10: a fully deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination was performed and no damages or material deformation were found. The reported event of stent material deformation and stent partially deployed were not confirmed because the stent was returned fully deployed, did not present damage and the other components of the device were not returned. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported events as there is no confirmation on what the customer indicated. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.